Manufacturer narrative:
Updated fields: b4, d8, d4 (lot), g3, g6, h2, h11. Correctd field: h6 (investigation conclusions).

Event description:
N/a

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a balloon rupture occurred while using a getinge iab catheter. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d4 expiry date, lot number, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: e1- due to character limit in e1 event site name is (B)(6), UDI number the reported product was transray plus 35cc but returned transray plus 40cc and the returned iab was evaluated. The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and two leaks were detected on the membrane approximately 11.7cm and 13.5cm from the rear seal with both leaks measuring 0.013cm in length. The reported problem was most likely triggered by leaks which were found on the membrane. The penetrations found on the membrane appears to have been caused by a sharp object that caused micro nicks on the membrane. The evaluation confirmed the reported problem a lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.